Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, and a mesh was implanted; and on (B)(6) 2010, sparc and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, rectocele and urethral stenosis. It was reported that on (B)(6) 2010 the patient underwent removal of midurethral sling and had two elevate anterior and apical system and sparc sling system implanted. It was reported that patient underwent lavh/bso, anterior, posterior and enterocele repair with placement of elevate mesh, sacrospinous ligament fixation, placement of sparc sling, removal of previous mid urethral sling and cystoscopy on (B)(6) 2010 due to stress incontinence, pelvic pain, heavy irregular bleeding and exposure of previous sling mesh. It was reported that the patient underwent excision of mesh on (B)(6) 2013 along with excision of polyp due to erosion of implanted mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uti, vaginitis, hematuria and vaginal discharge.